Event description:
Per report from the operating room. As doctor was using the secure strap device he stated "this secure strap is misfiring, device removed and another one obtained that worked fine. No harm to patient